Manufacturer narrative:
(B)(4). No conclusion code available. The device was returned in backup vvi due to a power on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the backup vvi could not be determined.

Event description:
This report is to advise of an event observed during analysis.